Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cruciate retaining narrow cemented femoral. Component size 10 right catalog #: 42502006802 lot #: 66227709, persona 0 degree tibial. Component size g right catalog #: 42536007902 lot #: 66165529, persona medial congruent. Articular surface right 10mm size 8-11/gh catalog #: 42522100910 lot #: 66272303. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient received a corticosteroid injection to address pain, swelling and stiffness approximately one (1) year following right knee arthroplasty. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b6, e1, e2, e3, g3, g6, h2, h6, h10, h11.

Event description:
It was reported that the patient received a corticosteroid injection to address pain, swelling and stiffness approximately one (1) year following right knee arthroplasty. However, the patient continues to experience pain and has been referred for genicular nerve blocks. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, d4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. The product was evaluated through manufacturing review and medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.